Event description:
It was reported the subject device had auxiliary water channel separation. The issue was found during preparation before use for a diagnostic endoscope examination. The procedure was completed using a similar device. No delay and no patient harm reported by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.